Event description:
It was reported that during a video assisted thoracoscopic surgery (vats) lobectomy for attempted removal of a mass in the right upper lobe, the surgeon was able to press the green safety button and squeeze the handle, but two handles would not fire. After several alterations to the tissue and swapping reloads and handles multiple times, the third handle fired. Following several unsuccessful attempts with the five reloads. The surgeon switched to a new device and was successful. The surgical time was extended by approximately 10-15 minutes due to these issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant product: egiaushort endogia ultra univ sht stap (lot#p5g0915); egiaushort endogia ultra univ sht stap (lot#p5g0915); sig45axt, tri 2.0 sig45axt 45 xtra thk 15mm (lot#n5g1572y); sig45axt, tri 2.0 sig45axt 45 xtra thk 15mm (lot#n5g1572y); sig45axt, tri 2.0 sig45axt 45 xtra thk 15mm (lot#n5g1572y); sig45axt, tri 2.0 sig45axt 45 xtra thk 15mm (lot#n5g1572y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary; medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection and functional testing found no notable condition. It was reported that the handle would not fire. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of jaws opening without using the retraction knobs. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.